Event description:
False positive urine hcg reported for 2 patients. Patients surgery delayed but no adverse impact to patients reported.

Manufacturer narrative:
Instrument serial # (B)(4) returned to manufacturer for evaluation. Upon receipt a known negative tested on instrument with identical lot used by customer and result negative. Instrument performance was as expected. Calibration strip observed to be contaminated with dry urine and was cleaned by specialist. Customer has not reported back on current performance of second instrument and manufacturer is in process of obtaining the information.